Manufacturer narrative:
Eval method - device history reviewed. Results - device history review found the product met specs when released for dist. Analysis - a small piece of loose foreign material was returned in a screw covered jar. The foreign material has the appearance of a thin film of clear plastic, and measures 0.375 inches by 0.160 inches. Blood staining was present on the returned foreign material. The cannula was not returned with the foreign material. The foreign material has been returned to the supplier. Review of the device history record (DHR) indicates that there are no abnormalities involved in the mfg of any devices from this lot. This lot passed all in-process production and qa testing and is documented in the DHR. Review of complaints for this model notes no similar allegations. This event is likely an isolated occurrence. Conclusion: reduced device performance occurred and is related to the event. Product changed out during case with no reported adverse impact to the pt.

Event description:
Medtronic rec'd info that this single venous cannula exhibited poor drainage during bypass. The surgeon elected to change to a larger diameter cannula. Upon removing this cannula, there appeared to be a foreign body at the tip of the cannula, which appeared to be a piece of plastic. It was reported that the foreign body was not attached to the metal tip of the cannula, but was stuck such that it would not move with venous flow. The surgeon removed the foreign material with forceps. A different cannula was used without reported difficulty, and the case continued without reported adverse effect to the pt.